Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') and autoimmune disorder ('autoimmune disorder type of disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: test: other (please describe) ¿ unsure results:other (please describe) it wasn't good then so I had to have my tubes tied in 2013. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), rash ("rashes or skin conditions type"), hypersensitivity ("allergic or hypersensitivity reaction type"), abdominal pain upper ("stomach pain"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss/baldness"), depression ("depression,"), chest pain ("blood or heart disorder/condition:chest pain"), cardiac disorder ("blood or heart disorder/condition: heart issue") and skin disorder ("rashes or skin conditions type"). The patient was treated with steroid antibacterials and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, rash, hypersensitivity, abdominal pain upper, allergy to metals, dysmenorrhoea, depression, chest pain and skin disorder outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain upper, allergy to metals, alopecia, autoimmune disorder, cardiac disorder, chest pain, depression, dysmenorrhoea, hypersensitivity, pelvic pain, rash and skin disorder to be related to essure. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') and autoimmune disorder ('autoimmune disorder type of disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: test: other (please describe) ¿ unsure results:other (please describe) it wasn't good then so I had to have my tubes tied in 2013. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), rash ("rashes or skin conditions type"), hypersensitivity ("allergic or hypersensitivity reaction type"), abdominal pain upper ("stomach pain"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss/baldness"), depression ("depression,"), chest pain ("blood or heart disorder/condition:chest pain"), cardiac disorder ("blood or heart disorder/condition: heart issue") and skin disorder ("rashes or skin conditions type"). The patient was treated with steroid antibacterials and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, rash, hypersensitivity, abdominal pain upper, allergy to metals, dysmenorrhoea, depression, chest pain and skin disorder outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain upper, allergy to metals, alopecia, autoimmune disorder, cardiac disorder, chest pain, depression, dysmenorrhoea, hypersensitivity, pelvic pain, rash and skin disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2019: quality safety evaluation of product technical complaint. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.